Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2015) is considered to be a best estimate. This emdr represents the ventralex st (device 2). An additional supplemental emdr was submitted to represent the ventralex st (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2015 - patient was diagnosed with incisional hernia thereby underwent open repair with implant of ventralex st (device 1 and 2). Per op notes, "incision was made on the midline over the hernias. Two separate hernias were noted. Each hernia sacs were dissected free and resected. A ventralex st (device 1 and 2) were placed through each of these defects and secured using prolene sutures." On (B)(6) 2016 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with excision of ventralex st (device 1 and 2) and implant of ventrio mesh (device 3). Per op notes, "prior incision site was opened. The hernia sac was dissected out. Two large hernia sacs were noted. The prior meshes (device 1 and 2) were balled up inside of the hernia. The meshes (device 1 and 2) were dissected away from both hernias. The defects were connected from the small bridge between them. A ventrio mesh (device 3) was placed and secured using sutures."